Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a blank screen. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a blank screen. The customer stated that the device as unplugged, and re-plugged int a different outlet, but the issue reoccurred. A proposal for service was provided. This investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that the ventilator was allowed to run continuously for several days, in order to verify the reported display issue. The se noted that no display abnormalities were observed during testing. A review of the internal logs was performed, and no failure codes or related error messages documented. The customer was contacted for further clarification, and it was reported that only the screen had gone blank, but the ventilator continued to operate while the device was connected to a red outlet. The se unplugged and reconnecting the device to a different red outlet, the bipap powered on and functioned normally. The se reported that the issue could not be reproduced, but the relevant components would be replaced as a precautionary measure. This investigation is ongoing.

Manufacturer narrative:
The service engineer (se) reported that the following parts were replaced, liquid crystal display (lcd) assembly (2nd generation), user interface (ui) printed circuit board assembly (pcba), ui pcba cable, lcd 2nd generation cable and lcd tray (2nd generation). After replacement, the screen displayed correctly and all related alarms were cleared, indicating the issue was resolved. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.